Event description:
During a clinical trial it was reported that a patient underwent a atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered heart failure which required medication and prolonged hospitalization. A patient was to receive an index cardiac ablation for atrial fibrillation (a-fib) and the patient experienced heart failure categorized as moderate and serious defined by serious deterioration in health of the subject due to in-patient or prolonged hospitalization with admission date of (B)(6) 2023 and discharged (B)(6) 2023. Event was assessed the relationship to study device as not related and the relationship to primary study procedure as possible to the index procedure. The serious event is categorized as expected/anticipated. The outcome is recovered/resolved with end date of (B)(6) 2023. Medication was administered for intervention.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because the lot number provided was unable to be verified as a valid lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).